Event description:
Patient went into cardiac arrest. She had runs of v-tach during the code and the aicd unit did not fire or seemed to be firing at random with no pattern or response to a particular rhythm pattern.